Event description:
Later healthcare professional reported "capsular contracture with baker grade 3 on left side. Device has been explanted, and replaced with non-abbvie.

Manufacturer narrative:
Correction: b15 in h6 is irrelevant. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This relates to unknown side. Device has been explanted.